Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-26. H6: investigation summary: twenty nine open 32g x 4mm pen needle samples and 9 photos were returned from an lot. No. 0028927, cat. No.320559. Visual examination was carried out on all twenty nine samples and nine photos and a bent non patient end of cannula was observed on nine samples and a broken non patient end of cannula was observed on the remaining twenty samples. Due to the condition of the returned samples no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver medication. The following information was provided by the initial reporter: a micro-fine pro user (patient) made an inquiry that there seemed to be no hole of a pen needle.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown medical device expiration date: unknown device manufacture date: unknown medical device lot #: 0028927 medical device expiration date: 2025-01-31 device manufacture date: 2020-01-28 a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver medication. The following information was provided by the initial reporter: a micro-fine pro user (patient) made an inquiry that there seemed to be no hole of a pen needle.